Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, which resolved the issue, and the customer successfully started their sensor session.